Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.1 was failed and showing as not detected on bus. A field service engineer (fse) inspected the back of the drawer, and all seemed ok, no cut or frayed wires, nothing was loose. Further, the fse reseated all the cables and wires just in case, powered station back on and no failed icon were present. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed. The customer performed a reboot and attempted recovery; however, the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.